Event description:
It was reported that during a hand assisted laparoscopic sigmoid procedure, the surgeon was using our hand assisted device and it tore at the blue membrane during use. The surgeon then used a gel port to continue the case. A circular device was being used and when the staples fired they were malformed. It is not known if they used suture if another device was used to complete the procedure. There was not adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.